Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that display screen showed rectangular shapes and a few number eights when the act button was pressed. When customer pushed other buttons, incorrect information showed on display screen. Customer's blood glucose was unknown. Customer changed battery, but issue persisted. Customer was advised that insulin pump would need to be replaced.

Manufacturer narrative:
The insulin pump was received with full segment display due to faulty driver at the lcd board also, unable to perform self-test, a21 error test, displacement test, rewind, basic occlusion test, occlusion test, prime test, off no power test and excessive no delivery test. All operating currents are within specification. The insulin pump had cracked reservoir tube lip, minor scratched display window, cracked case at the display window corner, cracked belt clip slot, cracked battery tube threads, cracked reservoir tube window, cracked case at the reservoir tube window corner and shifted end cap sticker.